Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. However, there was blood present in/on the helix/lobe mechanism.

Event description:
It was reported that during implant of the right ventricular (rv) lead, three different placement sites were tried; however impedance values were high with each placement. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.